Manufacturer narrative:
Device passed the displacement test but rewind anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to loose drive support disk. Device received with stripped battery cap coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stuck in prime and rewind. The customer's blood glucose level was unknown. The customer reported that the battery cap was more difficult to remove and replace, the insulin pump took multiple attempts to prime and rewind as it was stuck in the process, the insulin pump was louder during priming and rewind. The insulin pump will not be returned for analysis.